Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with the q-trace gold electrodes. The customer reported that she had a skin reaction after the use of the electrodes while receiving medical attention at a hospital. When she returned home, she observed a raised red blistering rash where the electrodes had been placed, she used benadryl for one week then sought medical attention from her physician. Her physician prescribe prednisone to be taken over a seven day period. Pt reports she is doing better at this time.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.